Event description:
The manufacturer received information that a trilogy o2 ventilator experienced a ventilator service required alarm. There was no serious patient harm or injury that occurred or was reported. The trilogy o2 ventilator was returned to the manufacturer's service center for evaluation. The service technician states that an oxygen blending module (obm) error code was found in the device's error log relating to an air flow sensor failure. The service technician replaced the oxygen blender printed circuit assembly (pca) board to resolve the issue. Additionally, the motor blower assembly was replaced due to dirt observed. The stirring fan foam and 43-micron filter were replaced. Periodic maintenance 1 was performed. Repair testing, alarm check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.